Event description:
It was reported that the surgeon inserted a cc4204bf collamer plate lens and it kept curling up and would not seat properly in the eye. The lens was removed and another lens was implanted without patient injury. The reporter stated the incident was due to a loading error.

Manufacturer narrative:
Lens would not unfold in eye.